Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported the device was not working properly. There was no patient involvement or user harm reported.

Manufacturer narrative:
H10 the device shuts down in ventilation as described in a field service notification. Multiple attempts have been made to obtain repair information, but no further information has been provided. H11. G1: contact office information.